Event description:
The reporter stated that reporter did back to back blood glucose tests, within minutes. Rptr's result were 225, 93 and 71 mg/dl. Rptr's visiting nurse (assisted in troubleshooting) stated that multiple drops of blood had possibly resulted in oversaturation of the first test strip. No symptoms were reported. Control testing was not done due to unavailability of supplies. On follow-up, reporter stated that rptr had placed multiple drops on rptr's test strip, saturating. Test procedures had been reviewed. Later test was 125 mg/dl. No harm was alleged.